Event description:
Customer reportedly received result of 95 mg/dl on the mobile system and 62 or 58 mg/dl on professional device within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self treated with 1-2 bread "units." No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).